Event description:
My husband had two grafts (medtronic valiant navion stent grafts) implanted in (B)(6) 2019. He has been living with intermittent pain in the chest area and near the left shoulder area since the surgery. When released from the hospital the CT scan stated, "no enhancement of the aneurysm sac outside of the endograft identified." His descending aorta aneurysm sac continued to grow after the implant, noted by CT in (B)(6) 2020. It measured 8.2 x 6.7 cm at the level of the left main pulmonary artery. In (B)(6) 2021, the radiologist reported that it "appears increased from 2019 when measuring the same way, though on sagittal imaging, the largest portion of the aneurysm appears stable from 2019. "Apparent kinking of the graft in the distal thoracic aorta, causing mild to moderate stenosis." It was noted again when we had our next CT in 2021, (8.2 x 6.5 cm) and endoleaks were found. "The native aneurysm sac diameter measurement at the level of the left main pulmonary artery is grossly unchanged at 8.2 x 6.5 cm. Descending thoracic endoleaks with marked opacification of the false lumen on delayed imaging." We learned by researching ourselves that these grafts have been recalled voluntary, we have verified that the lots are lots in the FDA recall in 2/2021. Our doctors have informed us we could die if not repaired, the aneurysm sac could burst. The recalled stent would have to be cut shorter and additional stents placed below to block the endoleaks. It would require a customized stent made by cook to provide openings for the arteries to the intestine, and left kidney. We are at a loss that we were not informed of the risk related to the aneurysm sac in 2020, or the recall in 2021 and what and how that affects us. We are scheduled to learn more about this optional repair procedure on (B)(6) 2022. We consider this life threatening for the reason we were told if it burst no one would be able to fix it and we would die. FDA safety report ID# (B)(4).